Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year and two months post filter deployment, the patient presented with shortness of breath and leg pain. A computed tomography scan demonstrated pulmonary embolus on the right. Three days post hospital admission, the decision was made to perform a venogram and possibly deploy another filter. The right common femoral vein was accessed and venogram demonstrated large clot caught at the filter. The right internal jugular vein was then accessed and a vena cava filter was successfully deployed in a suprarenal location. Completion venogram demonstrated good position with no extravasation or tilting. The patient tolerated the procedure well and was prescribed anticoagulation due to the recurrence of deep vein thrombosis and recurrent pulmonary embolism.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months post deployment, a computed tomographic angiogram of chest showed a large thrombus present within the right pulmonary artery extended to much of the right upper lobe vasculature and in the basilar and right lower lobe arteries as well. Also, there were some segmental clots noted on the left. The study confirmed positive for pulmonary embolism. Around three days later, an operative finding mentioned that a large clot was noted lodged in the filter with a small amount of it partially protruded through the filter. An inferior vena cavogram showed that the patient had a large clot that was caught at the filter itself and it appeared that this was an embolus and it appeared to be extended beyond the filter other than the small amount of partial clot. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe and thrombus at the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis with extension on anticoagulation was scheduled for filter placement. The left groin was prepped and draped in sterile fashion and the left common femoral vein was accessed under ultrasound guidance. A dilator and sheath were advanced over a guidewire and a venacavagram was performed and measured the vena cava at 25 mm. The filter was then deployed without difficulty. Completion angiogram demonstrated good position without any extravasation. The sheath was removed and the patient tolerated the procedure well. Approximately one year two months post filter deployment, the patient presented to the hospital with shortness of breath and leg pain. CT scan demonstrated pulmonary embolus on the right. Three days post hospital admission the decision was made to perform a venogram and possibly place another filter in a suprarenal location. The patient's right groin was prepped and draped in sterile fashion. A sheath was placed and a vena cavogram demonstrated large clot caught at the ivc filter. The decision was made to deploy another filter in the suprarenal ivc. The right internal jugular vein was accessed and a filter was deployed without difficulty. Completion venogram demonstrated good position with no extravasation or tilting. The sheath was removed and the patient tolerated the procedure well. The patient was prescribed anticoagulation and was to remain on it because of the recurrence of deep vein thrombosis and recurrent pulmonary embolism. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. The medical records allege approximately one year and two months post filter deployment, a CT identified pulmonary embolus on the right. Three days after hospital admission a vena cavogram demonstrated a large clot in the vena cava filter with a small amount partially protruding through the filter. No deficiency with the filter was reported within the medical record. The investigation can be confirmed for pe after filter implantation. However, it is unknown where the clot originated from in the body and the size of the clot is also unknown. Therefore, it is unknown if the filter contributed to the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately one year two months post filter deployment in a patient with history of deep vein thrombosis, the patient presented with shortness of breath and leg pain. CT scan demonstrated pulmonary embolus on the right. Three days post hospital admission, the decision was made to perform a venogram and possibly deploy another filter. The right common femoral vein was accessed and venogram demonstrated large clot caught at the filter. The right internal jugular vein was then accessed and a vena cava filter was successfully deployed in a suprarenal location. Completion venogram demonstrated good position with no extravasation or tilting. The patient tolerated the procedure well and was prescribed anticoagulation due to the recurrence of deep vein thrombosis and recurrent pulmonary embolism. No additional information was provided in the medical records received.